Manufacturer narrative:
On 10/17/2013, a careguard pad and pump that cord pulled out was determined to be reportable.

Event description:
It was reported that the cord on the careguard pad and pump has pulled out.